Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1100 mcg/day via an implanted pump for an unknown indication. It was reported when the reservoir incremented down this patient and a couple of other patients (unknown drugs) noticed an ¿under infusion¿ at 3.5 mls and an increase in the patient¿s spasticity. This began a year ago for the other patients and for this patient it began the last couple of refills ago. The event dates were asked and unknown. The hcp was inquiring what information the manufacturer had about cases like this. Further information was not provided. No further complications were reported/anticipated or expected.